Manufacturer narrative:
The download data of the returned device showed that no hazard alarm occurred during the run. During the investigation it was noted that the soft cannula had a tear in both the unexposed and exposed portion of the soft cannula. This leak would have been the cause of the found corrosion that was present inside the device. The download data showed that no hazard alarm occurred during the run and the found tear in the soft cannula could not have caused the reported symptom code. It could not conclusively determined when or how the tears in the exposed and unexposed part occurred. Fluid leaking from the intended fluid path contributed to improper delivery on insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose above 13.9 mmol/l (>250 mg/dl). An occlusion alarm was reported while wearing the pod on the abdomen for between 37 and 48 hours. As treatment, a new pod was applied.